Event description:
It was reported that an ilet pump repeatedly shut down and reset when the user attempted to rewind the pump, consistent with a motor stall during priming and rewinding, and a replacement device was shipped. Investigation included a review of the event details and arrangements for device return with a provided shipping label. Further investigation of this case revealed a persistent pump malfunction consistent with a motor stall that was not resolved through troubleshooting. No symptoms were experienced by the user during the event, and no reported adverse clinical effects. Outcomes included no reported impact to the user¿s health and no medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the device experienced a hardware malfunction, and the user was provided with instructions to shut down the device and proceed with replacement, with data not transferred and startup required on the replacement device.